Event description:
Lilly case ID: (B)(4). This spontaneous device case, reported by a consumer who contacted the company to report a product complaint and adverse event, concerns a female patient of unknown age and origin. Medical history and concomitant medications were not provided. The patient was taking an unspecified medication for treatment of an unknown indication for an unknown time period. On an unspecified date in 2005 the unknown drug was delivered by humapen ergo, burgundy clear cartridge. The device never had the engagement tabs per the patient. The cartridge did not attach very well anymore, neither move right, rubber structure has fallen and the cap was broken and she thought the dose delivered by the device was not right and lately she was using a syringe to apply the medication (lot number 40243 associated with product complaint number (B)(4)). The consumer was the trained operator of the device. She had used this device model for eight years. Return of the device was expected.

Manufacturer narrative:
No further follow-up is planned. Please refer to update statement dated (B)(6) 2013. Evaluation summary: a patient reported that the engagement tabs of her humapen ergo device were missing. Investigation of the returned device (batch 40245, manufactured july 2002) found the cartridge holder engagement tabs were present and not broken or cracked. Additionally, the device met dose accuracy and glide (injection) force specifications. The reportable malfunction of a cartridge holder two tab breakage was not confirmed. No malfunction was identified. There is evidence of improper use. The device was in use for 8 years. The humapen ergo user manual states, "your humapen ergo has been designed to be used for up to 3 years after first use."

Event description:
Lilly case ID: (B)(4). This spontaneous device case, reported by a consumer who contacted the company to report a product complaint and adverse event, concerns a female patient of unknown age and origin. Medical history and concomitant medications were not provided. The patient was taking an unspecified medication for treatment of an unknown indication for an unknown time period. On an unspecified date in 2005 the unknown drug was delivered by (B)(4) (manufactured july 2002). The device never had the engagement tabs per the patient. The cartridge did not attach very well anymore, neither move right, rubber structure has fallen and the cap was broken and she thought the dose delivered by the device was not right and lately she was using a syringe to apply the medication (lot number 40245 associated with product complaint number (B)(4)). The consumer was the trained operator of the device. She had used this device model for eight years (improper use). The device was received by the manufacturer on (B)(6) 2013, and no malfunction was found. Update on (B)(6) 2013: additional information received from initial consumer via call center on (B)(6) 2013. Updated device lot number. Updated narrative and corresponding fields. Update (B)(6) 2013. Additional information received (B)(6) 2013 from the global product complaint database. On the product tab changed malfunction to no, entered manufacturer date, yes for improper use, added the device specified safety summary, EU/ca, medwatch fields updated accordingly, and updated the narrative.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. A follow up report will be submitted when the final evaluation is completed.